Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient was treated with intravenous antibiotics. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient was treated with intravenous antibiotics. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.